Event description:
It was reported that during an open wedge resection procedure, cracking noise, did not fire at all, could not be opened, resection with a 2nd instrument. No further information is available. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with an cartridge reload present. The cartridge was received unfired. In addition, the packaging box was received in a separate bag. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no strange noise was heard during the analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.